Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b5, b6, d6a, d6b, h6.

Event description:
Device has been explanted and replaced with non- allergan device.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture. Device has been explanted and replaced with non-allergan device.

Event description:
Patient reporting rupture. Physician confirms intracapsular rupture diagnosed by ultrasound. This relates to the right device. Device has been explanted and replaced with non- allergan device.

Manufacturer narrative:
Lab analysis summary: ¿rupture: observed broken device assessed as unidentified (tear) opening. (Shell thickness was within specification) and missing shell assessed as inconclusive. No additional observations are performed. No further actions are required as no manufacturing issues are observed.